Event description:
It was reported that an administration set with injection site was missing the "blue connector at the end". There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of the batch records was performed. During manufacturing an issue related to the reported condition was found involving the luer. The lot was reworked and met all release criteria. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.